Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) external tank tubing broken.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h11. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, the failure analysis and testing department received the following part numbers:tubing assy. Helium multiple.tubing assy. Helium regulator high pressure helium, fitting qck dsnc, f valved,10-3, union high pressure #10-32 gauge 1.5 cust assy helium reservoir with a reported unit failure of helium system within the cart was damaged during transportation. The fat department performed a visual inspection of the parts received and found that the helium reservoir assembly has a broken cv1 (check valve 1). Due to the broken cv1. These sub assemblies cannot be investigated any further by the fat department. Retaining all the parts in the fat department per procedure.

Manufacturer narrative:
Due to character limit in e1 full initial reporter name: (B)(6). Updated fields: b4, g1, g3, g6, h2, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) found multiple helium leaks. Helium tubing assembly underneath external tank is broken and separated from regulator. Upon replacing the helium tubing assembly, it was found that the helium system was still leaking (leak test determined pressure drop of approximately 100psi in 5 minutes). Replaced helium regulator, leak test still failed but leak rate decreased. Replaced the remaining small parts of cart helium system out of caution and to ensure leak test would pass (union block, gauge and small helium tube). Helium reservoir assembly damaged replaced. Helium leak test pass. All repairs, calibrations and functional testing completed. 30 psi transducer calibration verified. High pressure tank transducer calibration pass. Low pressure tank transducer calibration pass. Drive regulator and vacuum regulator calibration ok. Performed all manifold tests (no leaks, all pass). Compressor output and compressor cycling tests pass. Front end board checks ok. All functional tests available within alternate power-up mode pass. Autofill tests pass. Iabp allowed to pump using trainer for 10 minutes. Waveforms ok, augmentation ok. Auto-filling ok. All alarms functioning properly. Electrical safety tests pass. Device is cleared for clinical use.

Event description:
It was reported that during transportation a cardiosave intra-aortic balloon pump (iabp) external tank tubing broken. There was no patient involved.